Event description:
It was reported that the survey respondent mentioned about bacteriuria, symptomatic urinary tract infection and catheter blockage when asked of the complications while using the bardia ptfe coated male length catheter (12-22 ch/fr). It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be operator error/mechanical failure causing improper leaching. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the (foley catheter) product ifus were found to be adequate based on past reviews.